Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator was returned to the manufacturer for analysis. No abnormal performance or any other type of adverse condition was found with the pulse generator. The device performed according to functional specifications.

Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted lead was discarded. The explanted generator has not been returned to date.